Event description:
A surgeon reported that a 3-4mm air bubble entered a pt's eye during a procedure. The air had been removed from the tubing prior to surgery and the stopcock had not been rotated during the surgery. The surgeon was able to remove the bubble from the eye w/o pt harm.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).